Event description:
High white blood cell count [white blood cell count increased]. Swelling in treated knee [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 28-may-2010, from a healthcare provider via a company rep, regarding a pt with a history of 4 or 5 previous sets of three synvisc injections. The pt experienced knee swelling, knee effusion and a high white blood cell count after receiving synvisc. The pt received two synvisc injections into an unspecified knee on unspecified dates. The hcp reported that following the second injection, the pt experienced swelling in the treated knee and went to the emergency room. The treated knee was drained and checked for crystals and no crystals were present. The treated knee was washed out and scoped. The pt had a high white blood cell count. No further details were available. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.